Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that last night they were charging and screen went blank. Pt says they reset controller which didn't fix the issue. The patient thinks the port of controller looks intact. They don't hear any rattling inside when shaking controller. They said the recharger telemetry module (rtm) cord is intact and says the belt is a little worn but that's it. The issue was not resolved. No symptoms were reported.  Pt called back stating that they and the rep thought that the issue was with the controller and not the rtm, however the rtm was replaced. Pt stated that the replacement rtm made no difference as the controller was completely black and not poweringon. Pt did not have the controller present for pss to obtain the controller serial number. Pt stated that the previous agent had them reset the controller and provide the the controller serial number; pss was unable to locate the controller serial number in the case. Pt will call back once they have the controller and are able to provide the controller serial number so that a request can be submitted to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number nld074949n) revealed broken support connectors. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.